Manufacturer narrative:
The device intended for use in treatment was returned for evaluation. A relationship between the reported event and the device has been established. The visual inspection found no issues. The functional evaluation found device failed- please return device error message when powered on. Operation failed to go past this error message. Further investigation revealed the device failed for "error code 31"- control board failure. Review of the manufacturing records found: this unit passed all acceptance criteria and was compliant upon release for distribution. Complaint history for the reported failure has been reviewed revealing further instances. At this time there are no indications to suspect that the device failed to meet manufacturing specifications upon release into distribution. The investigation into your complaint is now complete and has been recorded as electrical component failure to alarm - the dressing seal may be lost or pooling may occur, without alarm activation, when an occlusion forms on the wound side of the dressing. Viscous, purulent or serosanguinous drainage may contribute to occlusion of the dressing. Regular monitoring of device and dressing is required to ensure full delivery of therapy and exudate removal. Ensure the wound dressing is free of air leaks, fully compressed and firm to the touch whenever therapy is active. As no manufacturing, material or design issues were identified, no further investigation or additional actions are required at this time. By acknowledging and investigating your complaint this collaboration enables us to drive our passion to continuously review, improve and steer our shared purpose of providing the best possible outcome for customer and patients. Smith and nephew take all customer complaints and concerns seriously, we strive to have the best understanding of our patients needs and have built a strong culture of care, collaboration and courage to offer a service which we are proud of.

Event description:
It was reported that the device failed to trigger an alarm. It is unknown if there was a patient involved, a back up or delays. No patient harm was reported.